Event description:
It was reported to philips that the pins on the battery pca were bent. The device was not in use on a patient.

Event description:
It was reported to philips that the pins on the battery pca were bent. The device was not in use on a patient. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 5 was found bent.